Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that there was an alarm showing that the position detection signal was not stable and that the position waveform could not be drawn. Device was explanted. No patient harm reported.

Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. This report is being filed as part of a retrospective review of historical records.